Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate leak was noted due to severe calcification. A post-implant balloon aortic valvuloplasty (bav) was performed. At the end of the dilation, the valve leaflet had reduced functionality. Subsequently, a second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the moderate leak was central regurgitation. The balloon used in the post-implant balloon aortic valvuloplasty (bav) was 28 x 50 mm. H 2.6 - updated patient and device codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, it was reported that the moderate central regurgitation was due to severe calcification. A post balloon aortic valvuloplasty (bav) was performed, the valve leaflet had reduced functionality at the end of the dilation. The cine clips related to this event were received for image review. There is one valve load check for this event confirming a mis-load. The imaging provided confirms the first valve system that is deployed showed moderate aortic regurgitation and a post bav was performed. After the post bav the angiogram showed severe aortic regurgitation and another medtronic valve was deployed inside the first one. The reported leaflet issue post bav may have indicated a potential leaflet coaptation issue (incomplete coaptation) on the valve. The leaflet incomplete coaptation may have led to the valve leaflets being unable to fully close, thus causing the aortic regurgitation. One of the common failure modes (mechanism) which could lead to a coaptation issue post bav is a cuspal tear. However, without the return of the device and with the limited information available, the failure mechanism of the leaflets and a conclusive root cause of the aortic regurgitation cannot be determined. There was no information to indicate that a malfunction or misuse contributed to the reported event. Updated data: h.6 - eval method, eval results and eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.